Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The wire guide subassembly device history record for the lot number said to be involved was reviewed. Nonconformities that could be related to the observation reported by the user were found in the wire guide subassembly device history record for "damaged/broken". A review of the specification was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspects for any damage or deformities. The entire length of the wire is visually inspected for cuts, voids, or exposed wire 100%. This inspection process would have removed any products having these nonconformities prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use advise the user: "for best results, wire guide should be kept wet." The technique described includes flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If this flushing technique is not followed, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. It "peeled" and we could not move the balloon over it. When we took the wire out, it had frayed from its black coating for about three inches. The following additional information was received on 9/11/17: the coating on the wire detached from the core and needed replacing in order for the procedure to proceed.

Manufacturer narrative:
Description of event was corrected to reflect additional information was received on 9/1/17. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The wire guide coating has folded over on itself toward the distal end between 9 cm and 10.2 cm from the distal end and there is a portion of wire guide coating frayed from the core wire measuring approximately 15.5 cm in length. There is an area of bare core wire measuring approximately 20 cm in length approximately 10.3 cm from the distal end. The wire guide coating has bunched up and frayed between 29.5 cm and 32 cm from the distal end. There is a rough area between 156 cm and 159 cm from the distal end. Due to the condition of the returned device it cannot be determined if any section of the coating is missing. The sphincterotome associated with this device was not included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The wire guide subassembly device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A review of the manufacturing instruction was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspects for any damage or deformities. The entire length is visually inspected for cuts, voids, or exposed wire 100%. This inspection process would have removed any products having these nonconformities prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use advise the user: "for best results, wire guide should be kept wet." The technique described includes flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If this flushing technique is not followed, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. It "peeled" and we could not move the balloon over it. When we took the wire out, it had frayed from its black coating for about three inches. The following additional information was received on 9/1/17: the coating on the wire detached from the core and needed replacing in order for the procedure to proceed.